Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the battery site, due to significant weight loss. It was also reported that the patient was experiencing ineffective therapy. Upon further investigation, the patient's leads had migrated, which was confirmed via imaging. Surgical intervention took place where the ipg and leads were explanted and replaced to address the issue. Effective stimulation was restored.